Manufacturer narrative:
(B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device with lot number 30262422m, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
Initially, the physician stated that the splines of the pentaray nav high-density mapping catheter caused 2 holes in the heart. Since the physician provided a specific injury mechanism after surgical intervention, the event was reported under the pentaray nav high-density mapping catheter (manufacturer report number: 2029046-2020-00248). Additional information was received on april 7, 2020 stating that after further review, they confirmed that based on the size and location of the perforations, one was caused by the ablation catheter ¿thermocool® smart touch® sf bi-directional navigation catheter¿ and the other by the unknown brand needle during the pericardiocentesis. Therefore, the event was reassessed as reportable under the thermocool® smart touch® sf bi-directional navigation catheter and the pentaray nav high-density mapping catheter reportability was reassessed to not reportable as a concomitant product. Hence, the awareness date for the report under the thermocool® smart touch® sf bi-directional navigation catheter is april 7, 2020. It was reported that a patient underwent left idiopathic ventricular tachycardia - left (l-idvt) ablation with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The event occurred during use of biosense webster, inc. Product. During an idiopathic left sided premature ventricular contraction (pvc) procedure, it was observed by ultrasound that the patient developed a pericardial effusion. A pericardiocentesis was performed in which 1600 cc's were removed from the pericardial space. The patient was transferred to the operating room for surgical repair. There was no information about the hospitalization. Additional information received on april 7, 2020. The surgeon saw two openings and initially suggested that they were caused by the pentaray nav high-density mapping catheter. The electrophysiologist and the sales representative herself disagreed and two more experienced surgeons were consulted. They confirmed that based on the size and location of the perforations one was caused by the ablation catheter ¿thermocool® smart touch® sf bi-directional navigation catheter¿ and the other by the unknown brand needle during pericardiocentesis. The patient fully recovered and was discharged.